Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: model: sc-2317-50 (2), serial: unknown, description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient, who is enrolled in the relief clinical study, following a permanent implant procedure experienced some pain and discomfort at the incision site and down the left leg as well as some leg weakness. The patient was reprogrammed and went home. It was later determined that the patients pain and discomfort did no subside and was admitted to the hospital. The patient was subsequently discharged from the hospital and the event is resolving. The event was reported as related to the study surgical procedure and not related to the study device.

Manufacturer narrative:
Additional information was received that the patients symptoms were likely due to the local anesthetic administered to the spine. The patient also experienced numbness, and shortness of breath prior to the hospital admission. Scans were performed which ruled out epidural hematoma and cva, cerebrovascular accident. It was assessed that the patients symptoms were consistent with transient neurological symptoms that will resolve with time.

Event description:
A report was received that the patient, who is enrolled in the relief clinical study, following a permanent implant procedure experienced some pain and discomfort at the incision site and down the left leg as well as some leg weakness. The patient was reprogrammed and went home. It was later determined that the patients pain and discomfort did no subside and was admitted to the hospital. The patient was subsequently discharged from the hospital and the event is resolving. The event was reported as related to the study surgical procedure and not related to the study device.